Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer is stating that the camber tube assembly was requested to be built as a 6 degree and arrived and it is 9 degree still. Now the dealer is requesting 3 degree instead of 6. Dealer is also stating that the end user is alleging that a drive wheel is bent, dealer did stating in the call that the end user said the camber was to much and his wheels didn't fit in doorways.